Manufacturer narrative:
No unexpected off no power anomalies or blank display anomalies noted during testing. The insulin pump was received with constant watchdog alarms and frozen screen anomaly after boot up due to moisture damage on all electronic assemblies. Unable to perform displacement test, pump self-test, operating currents measurements and off no power test due to constant watchdog alarms and frozen screen anomaly. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump turns itself off and emits a strong continuous beep. Customer stated this is the second time it happens. Blood glucose value is unknown. The insulin pump would be replaced and returned for analysis.